Manufacturer narrative:
Concomitant medical products: product ID: 7122q lead, implanted: (B)(6) 2019; product ID: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high impedance and a confirmed fracture. The lv lead was capped and replaced no patient complications have been reported as a result of this event.